Manufacturer narrative:
G4: 24may2020 b4: (B)(6)2020. A power supply was returned for analysis. The visual inspection of this power supply revealed no anomalies noted. An investigation was performed and the customer complaint verified. Root cause is failure of power supply unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/20/2020.

Event description:
The customer reported no 24 volt power supply. It is unknown if the device was not in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. Clarification was received that there was no patient involvement nor patient harm. The customer resolved the issue by replacing the power supply and this led to finding the battery needs to be replaced and the customer replaced the battery. Customer confirmed the battery age exceeded five years. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.